Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced infusion set's tape not sticking event on (B)(6) 2024. The infusion set had fell off after being in use for a day. The site of insertion was located at abdomen. No further information available.